Event description:
Consumer reported complaint for error messages (e-2 and e-3). Customer reported having a headache; medical attention was not needed at the time of the call. During the call, a blood was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 03/31/2026 and open vial date is 11/06/2024.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the customer' s condition had improved - unable to establish contact with customer at this time.